Event description:
A malfunction alarm was reported, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the customer with this process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues arise again.